Event description:
User detected the needle advancement difficulty during procedure, and the needle cannot be advanced out of device. User then changed to another same device to complete the procedure. User feedback that the feeling of needle advancement is not as good as before. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot: c1925497 of echo-25 was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 14 november 2022. Visual inspection: distal end of needle examined and no issue observed. Proximal kink observed below the sheath extender. Functional inspection: sheath extender able to retract without difficulty but unable to pass kink below the sheath extender needle able to advance and retract with slight issue. Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number: c1925497 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1925497 . The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the endoscope being in a flexed or twisted position causing the needle to be over torqued causing the needle to kink proximally below the sheath extender. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16jan2023.